Event description:
It was reported that during a pci procedure, the maverick2 balloon ruptured. The 100% stenotic lesion being treated was located in the mid left anterior descending artery (lad). First, an atlantis pro2 imaging catheter was used in an attempt to cross the lesion but was unsuccessful. The maverick2 balloon was then intended to be used for pre-dilation. The physician encountered some difficulty while trying to cross the lesion. The maverick2 balloon ruptured at 2-4 atms. The number of inflations and to what atms is unk. The procedure was then completed with a 2.75 x 20 maverick2 balloon. No pt complications were reported, and pt status was reported as 'good.'